Event description:
The patient contacted lifescan on (B)(6) 2012 alleging his onetouch ping meter was displaying a "computer icon" although it was not connected to the computer. There is no indication that the product caused or contributed to an adverse event. The patient did not report any blood glucose readings, symptoms or treatment suggestive that a serious injury occurred. However, this complaint is being reported because the display issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
No products are expected to be returned.